Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by a customer that the blood dripping from the tubing and noted that spike was cracked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Sample.

Manufacturer narrative:
Investigation summary: one used infusion tubing set with blood filter was received and tested by our quality team with the customer's complaint of leakage/ cracked spike. The set was decontaminated then primed and infused with saline solution. The material# and lot# reported as unknown but the set was determined to be a material# 2477-0007 bd alaris¿ lvp bld180m 15d ss set. No issues were noticed and the set performed as intended. The spikes were visually inspected and no issues were noticed. The complaint could not be verified and the root cause is unknown due to the failure not being replicated. A device history record review could not be performed because a lot number was not provided by the customer.